Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this complaint was part of a market preference evaluation which records the complaint aspects of 2010 mpe results. The vertebral body stenting (vbs) was used during a study. It was reported that the patient has not yet recovered and is in the healing process. It was reported that the patient had lumbar pain. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown vbs vertebral body stenting. (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.